Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va00dd1, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va00dd1, implanted: (B)(6) 2012, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient had dizziness and they were falling down. It was occurring weekly. It began following an implantable neurostimulator (ins) replacement procedure. There was recent medical testing or electromagnetic interference (emi) exposure. The health care professional (hcp) had adjusted programming after replacement surgery. The fall was worse the day prior to report. The patient's bottom bone "near buttocks was hurting but feeling better now." It was not related to positional movement. The symptoms were a sudden change.